Event description:
During preliminary manufacturing testing, the device did not detect a distal occlusion.

Manufacturer narrative:
The device was received. Investigation is not complete. The no distal occlusion detection event that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.